Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative and false positive troponin (tni) results. The following tni cut off's were used: triage: greater than or equal to 0.06 abnormal, greater than or equal to 0.40 c/w ami. Access ii >0.06 abnormal, >0.09 critical.